Event description:
I went to use always maxi, regular strength, sanitary napkin with something called rapiddry additive in the pad. I started to itch in my genitals later in the day and my vulva swelled double its size. I was swollen and itchy and thought it was a yeast infection starting. I then switched over to use a tampon made by kroger (regular tampon- generic comparable to tampax pearl). I started to itch inside my vagina and had pain. For 4 days I could not see signs of a yeast infection yet I was itching and swollen. I happened to use a different brand of pad that is organic 100% cotton and immediately the itching stopped. Over night the swelling, inflammation and pain stopped. The product made by always and kroger have several of the same ingredients. I again tried the always pad, and in a few minutes I felt itching-so I removed the always pad and the itching stopped. I don't know if these are new ingredients that they put in the pads and tampons but I've never experienced this before. Has anyone else reported these issues with always pads or the kroger brand tampons? Lot number: 90121428. Reference report: mw5157002.